Manufacturer narrative:
The biomedical engineer (bme) reported that they are having issues with this particular bedside not saving the art line readings into the nibp trend (historical data). They wanted to speak to a clinician to learn how to set up the nibp trend to view specific readings at different time frames. He states he gets nibp waveforms but not numerical values. They also mentioned that a patient coded and wanted to pull up the data after they were discharged. Nihon kohden technical support (tech support) called back and was told by another biomedical engineer (bme) that the bme that initially called no longer works there. They stated that this happened due to the incorrect naming of the specific parameter. Once the parameter was renamed, the parameter then transferred its data to the correct field. There was no issue with data gap as it had been saving, just under incorrect parameter and field. There was no device failure, and there was no instance of a device having sudden drop in saving data. All data was being saved. Logs do not need to be collected as alarms and patient data being saved worked during time of event. The second bme that tech support spoke to also does not know the status of the patient that coded.

Event description:
The biomedical engineer reported that they are having issues with this particular bedside not saving the art line readings into the nibp trend (historical data). They wanted to speak to a clinician to learn how to set up the nibp trend to view specific readings at different time frames. He states he gets nibp waveforms but not numerical values. They also mentioned that a patient coded and wanted to pull up the data after they were discharged. Nihon kohden technical support called back and was told by another biomedical engineer that the bme that initially called no longer works there. They stated that this happened due to the incorrect naming of the specific parameter. Once the parameter was renamed, the parameter then transferred its data to the correct field. There was no issue with data gap as it had been saving, just under incorrect parameter and field. There was no device failure, and there was no instance of a device having sudden drop in saving data. All data was being saved. Logs do not need to be collected as alarms and patient data being saved worked during time of event. The second bme that tech support spoke to also does not know the status of the patient that coded.